Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridge had been filled with 250 units of insulin. Multiple cartridge changes were performed to address the issue. Customer's blood glucose level was between 289 and 424 mg/dl.